Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/02/2016 with the following findings: a review of the pump¿s black box revealed that data from the date of the complaint had been overwritten. The current black box showed no evidence of a battery life issue. There was no damage found to the returned battery cap. It was able to be carefully attached to the pump and powered on. The current draws were within specification. A battery life issue was not duplicated during investigation. The pump cover was removed and there was no evidence of internal moisture or loose components found inside the pump. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).